Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported needle was impossible to remove. The customer¿s blood glucose was unknown at the time of incident. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.